Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/29/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, while breaking the topical skin adhesive ampule, the plastic tube broke and the broken glass protrudes from the plastic tube. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/02/2015. The actual device involved in this event was returned for evaluation. Upon visual evaluation, the device revealed a piercing through which a glass shard protruded in the applicator bulb. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.